Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert triggered on the right ventricular (rv) lead due to sic (sensing integrity counter) and high rate non-sustained episodes. Additionally, it was noted that the implantable cardioverter defibrillator (ICD) had history of an alert triggered for at/af with rvr. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.